Event description:
It was reported that an intermate had a separated distal luer. The reporter stated that the tubing became detached from the plastic at the bottom of the luer. The issue was discovered by the patient, before use, who had acquired the filled device from the pharmacy. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.